Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ not returned by patient.

Event description:
It was reported that patient underwent an initial hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2016 due to pain. The head, taper, and cup were removed and replaced.